Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgery from levels t6-t11 where rhbmp-2/acs was used on (B)(6) 2008 . It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in late 2007, the patient presented with mid-back pain. In (B)(6) 2008, the patient underwent a thoracic spine MRI. The results of this MRI were read as a normal MRI of the thoracic spine. On (B)(6) 2008,the patient underwent an instrumented fusion from t6-t11. The patient was (B)(6) at the time of this surgery. Reportedly, rhbmp-2/acs was used in the surgery. Since the surgery, the patient had experienced extreme instability and routinely had trouble walking. The patient's pain had increased, and she had required constant narcotic medication in order to regulate her pain. The patient had experienced serious breathing problems that were not present prior to the surgery.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.